Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colorectal. According to reporter: the customer reports that the device cut the rectum but did not staple. The surgery had to be converted to an open surgery.